Event description:
The surgeon placed the device on the distal part of the rectum and squeezed the handle twice transecting the tissue. Upon removal it was found that no staples were dispensed. Patient had to receive a permanent ileostomy. No other information provided.